Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had a depleted battery. The customer confirmed the battery was depleted and replaced the battery with one they had onsite resolving the reported issue. The fse then evaluated the device and confirmed the battery replacement had resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem was with the battery. The reported problem was confirmed. The customer replaced the battery resolving the reported issue.

Event description:
It was reported the device battery was depleted. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.